Event description:
It was reported that the right ventricular (rv) lead pacing impedance had been steadily rising and at last check was 1712 ohms but was steady/chronic around this value since the prior check approximately 8 months prior. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154vwc implantable cardioverter defibrillator (B)(6) 2007. (B)(4).